Event description:
A customer reported receiving imprecise sequential readings on her blood glucose meter within 10 minutes. Results of 19 mg/dl and 167 mg/dl were plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant. Additionally, the customer reported she ate, because of the readings she obtained, and then she felt jittery. No third-party medical intervention was required. The customer reportedly ate candy to alleviate her symptom. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A f/u report will be submitted if the meter is returned. Note: it should be noted that this blood glucose meter displays "lo" for readings below 20 mg/dl. The customer reported she did not know if her test strips were expired and if the calibration code in the meter memory was correct.